Manufacturer narrative:
D10: (B)(6), 320-40-13 - 145-deg pe 40mm const hum liner +2.5. (B)(6), 320-10-10 - equinoxe reverse tray adapter plate tray +10. (B)(6), 320-20-00 - eq reverse torque defining screw kit. The revision reported may be due to prosthesis wear, disassembly, loosening, and/or device-device loosening. Prosthesis wear was confirmed on the humeral liner, humeral tray and glenoid baseplate. Additionally, disassembly was confirmed on the humeral liner and humeral tray based on the observed damage/wear pattern. However, the reported glenosphere prosthesis wear, compression screw prosthesis wear, baseplate disassembly, compression screw cap disassembly, loosening, device-device loosening and the sequence of events could not be determined from the reported information. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The male patient presented to surgeon's office in the spring of 2023 with complaints of sudden and then ongoing pain and dissatisfaction with his left reverse tsa. Upon imaging the implants looked mal-positioned and the glenoid looked like it has bone growth from poly wear. The surgeon thought poly wear and osteolysis caused ongoing issues and potential loosening of the implants. The patient was scheduled for revision left reverse tsa. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.